Manufacturer narrative:
A female patient reported that her humapen luxura device "was not trustworthy, because it showed a different value in the dose selector comparing to the unit really selected (when she selected 3 units, the dose selector showed 4 or 5 units), and that the device did not give the click when she pressed the button." The device was not returned for investigation (batch number unknown). The narrative may suggest the presence of a known malfunction (barrel misalignment). Since the device was not returned, a malfunction could not be confirmed. Malfunction unknown. All humapen luxura devices are assessed for dose number alignment during and at the end of the manufacturing process, which also ensures barrel alignment. There is no evidence of improper use or storage.

Event description:
(B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unknown age and ethnicity. The patient received insulin humalog (unspecified manufacturer) via a humapen luxura unknown body type (lot unknown/associated product complaint (B)(4)the start date, dose, frequency, route, and indication for use not provided. On an unknown date, the spouse of the patient opted to use the medication humalog lispro kwikpen device to make the application of the insulin humalog and left the permanent humapen luxura unknown body type for some time. When he came back to use the humapen luxura device it presented with a defect in the release of the amount of insulin. The device was not trustworthy because it showed a different value in the dose selector compared to the unit selected (selected 3ui the dose selector showed 4 or 5 ui) and the device did not give the click when the button was pushed. He then started to use a syringe to make the application so the patient would not be without medication. At the time of the initial report a new device together with cartridges were purchased. The reporter and the patient were the user of the device. Training information not provided. The status of the device was unknown. The device had been used for more than 3 years. Update 16oct2017. Additional information received 15oct2017 from the product complaint safety database. To the device tab entered the device specific safety summary (dsss), updated the medwatch and the european and canadian (EU/ca) device fields, upgraded the priority, and updated the narrative accordingly.